Event description:
The user alleges the inability to fully ventilate the pt due to the partially collapsed condition of the resuscitation bag. The clinician was able to provide sufficient ventilation with the alleged suspect device until a second resuscitator was obtained. The user alleges that 3 or 4 resuscitators were found in this condition. There was no pt compromise for any of these alleged conditions.